Event description:
Procedure type: laparoscopic myomectomy. According to the reporter: the tip of the cannula was chipped and a piece fell into the pt's cavity, and it was retrieved. Another device was used to complete the case. It was reported that there was no bleeding, no tissue damage, nor was the operating room time extended beyond 30 mins. No pt injury reported.

Manufacturer narrative:
(B)(4).